Event description:
The manufacturer received a work order reporting that the everflo device has issues with power cord and integrated canister. During the evaluation of the device at the third-party service center, the device was visually inspected and found the power cord melted at one end and sieve columns were failing. The device power cord and sieve columns were replaced.